Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an hour after changing the cassette, the device exhibited an unspecified error message. The cassette was changed to another pump and the same message appeared. The patient presented to the emergency room due to ¿double pump failure¿. Another pump was sent to the patient. Per the reporter, the patient did not experience symptoms. It was noted that the infusion was life-sustaining. The outcome was reported as resolved. The device delivered remodulin 5mg/ml at a continuous rate of 40ng/kg/min.

Manufacturer narrative:
Device evaluation: no product returned for device analysis. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.